Event description:
Caller reported that t:slim x2 pump battery would not charge despite attempts to use both the tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.